Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, a pre-mounted stylet perforated the external wall of the electrode and went outside of the latter at the level of the 3rd distal stimulation plot. As such, the electrode was kinked in the dorsal pelvic space, the physician had to explant the electrode. There were no pt injuries.